Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14396. It was reported that the patient presented in clinic and the device was reprogrammed. It was noted that the changes affected to slow the ventricular response. Loss of capture and dislodgement was noted on the left ventricular lead. The left ventricular lead was turned off. Lead revision was not planned at this time. The patient was being monitored via remote transmission, right ventricular oversensing and inappropriate mode switch due to far field r wave oversensing was noted. The patient was seen in clinic again and the suggested programming changes were made. The patient was asymptomatic and stable throughout the interrogation.